Event description:
It was reported that, during an internal fixation surgery, while the nail was inserted and the ball-tipped guide rod removed, the lag screw guide pin was positioned appropriately using the appropriate drill guide drop (125deg). Upon insertion of an intertan 7.0mm comp screw starter drill, the surgeon encountered difficulty advancing the drill bit to the positive stop on drill guide. Upon removing drill, surgeon noticed that tip of drill had broken. Drill sleeve was removed and broken piece was retrieved and removed from patient. A back-up compression screw starter drill was obtained from another set. All connections and attachments were confirmed to be correct, however the tip of the second starter drill also broke in the patient. Again, the drill sleeve was removed and broken piece of the second drill bit retrieved. Broken pieces of drill bit were retrieved with the use of small forceps by the surgeon. The procedure was resumed changing the surgical plan to a single lag screw construct after a non-significant delay, without further incident.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was returned with the device. The product exhibits signs of significant use and wear. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.